Event description:
The customer reported that the system exhibited filament regulator failure errors during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. A full filament calibration was performed. The system tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.